Event description:
It was reported that the pump presents the following issue: device keeps beeping and does not start correctly. There was unknown patient involvement and unknown patient harm/adverse event reported. The issue was observed during functional testing in their workshop.

Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No problems were found in the ehl. Visual and functional tests were performed. Battery loss alarm test was done which the pump passed. The customer's stated problem could not be duplicated nor confirmed. The cause of the problem was unknown. No further action was taken.